Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture. Subsequently, patient reported ¿...severe pain in the chest, many movement restrictions, various other symptoms and psychologically at the end, because I was already suffering from cancer and endured great fears¿, and ¿implant looks completely destroyed. ¿the device has been explanted. This relates to the left side.

Event description:
Healthcare professional later reported no complaint against the device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Chest pain: unable to observed as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observed as it is a medical event that is not related to the device. Cancer: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, a3a, a5, a6, b5, h6.